Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown with blood glucose of 800 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated that belt clip was broken. The insulin pump will not be returned for analysis.